Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. Evaluation found a partially dislodged q20 from the I/o printed circuit board which is a known contributor to the reported symptom. The I/o printed circuit board was replaced to correct this condition.